Event description:
It was reported that the customer states that the wicks were having leaks with the new unit. Informed to pinch end of wick to dislodge tube, and to be sure that suction hole was not covered. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Per customer via email on 29dec2025, auth advised with lms rep troubleshooting the issue was with the motor not running at full capacity and has since been resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Since it was given as z code (unknown purewick capital), the fmea of both drydoc 1.0 and 2.0 is considered. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the wicks were having leaks with the new unit. Informed to pinch end of wick to dislodge tube, and to be sure that suction hole was not covered. It is unclear if troubleshooting was performed. It is unknown if lot or serial number was requested. No medical impact or medical intervention reported. Per customer via email on 29dec2025, auth advised with the rep troubleshooting the issue was with the motor not running at full capacity and has since been resolved.